Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; the downstream occlusion (dso) seal has a bubble, battery housing is broken, display glass is scratched. Functional testing confirmed the complaint. The cause was the dso seal and crack in the battery housing. The dso seal, battery housing, and display glass were replaced. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification. Investigation of the service history of this device shows that this device has not been in for service.

Event description:
It was reported that the battery compartment and v-sensor seal defective. Patient involvement was unknown.